Event description:
As reported by the user facility: customer reports: over infusion - pump set to run at 50.4 ml over 2 hours, finished 10 minutes early. The total amount in the pab was 100.8 ml. Unknown medication. Reference MFR # 9610825-2014-00171.